Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the subject device, a scope communication error e226 appeared on the monitor and an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.